Event description:
It was reported the patient experienced premature battery depletion and received an end of service message for the spinal cord stimulator (scs) implantable pulse generator (ipg).

Event description:
It was reported the patient experienced premature battery depletion and received an end of service message for the spinal cord stimulator (scs) implantable pulse generator (ipg). Additional information was received that the ipg was replaced and the patient is doing well postoperatively. The explanted ipg will not be returned, as it was discarded by the medical facility.